Event description:
It was reported that an ilet user announced a meal to reduce a postprandial blood glucose of 262 mg/dl when the glucose did not decline promptly, and the clinician expressed concern that the user had too much control over insulin delivery, with the agent advising that such use can cause ilet maladaptation and recommending a factory reset. Symptoms included hyperglycemia. Outcomes included assignment of additional training and user plan to perform a factory reset without assistance, with no alerts or alarms and no medical intervention required. Investigation included troubleshooting and education regarding appropriate use of meal announcements and the impact of user-initiated corrections on algorithm adaptation. Investigation of this case revealed user technique error related to using meal announcements as a correction method, which can drive algorithm maladaptation without a device hardware or software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error, addressed through education and a factory reset.